Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from 2 different patient samples that were generated by the unicel dxl 800 access instrument. Patient a: the patient sample was tested for accu tnl and the initial result was 0.94ng/ml and 0.21ng/ml upon reflex. The customer retested the original sample for accu tnl and the repeated result was 0.07ng/ml. The customer then ran a mini precision test of this patient sample and obtained results in the range of 0.03ng/ml-0.04ng/ml. Patient b: the patient sample was tested for accu tnl and the result was 0.56ng/ml and 0.35ng/ml upon reflex. The customer re-tested the patient sample and obtained result of 0.44ng/ml. The customer re-tested the patient sample for accu tnl once more on the next day and obtained result of 1.08ng/ml and 0.36ng/ml upon reflex. The sample was run 3 more times for accu tnl and the results were: 0.12ng/ml, 0.18ng/ml, and 0.12ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customer runs qc every 24 hours and qc was within customer's specifications prior to and after the event. The samples were collected in bd, serum and lithium heparin tubes. However, it is unclear if the samples were serum or plasma. The specimens were centrifuged at 3,500 rpm for 7 minutes. The customer stated that both the samples were re-centrifuged prior to repeat testing. A field service engineer (fse) contacted the customer via telephone on 10/30/06. A) the fse reviewed the system check run by customer on 10/27/06. B) the customer stated to the fse that they believe this event is a specimen issue. Although customer believes poor sample integrity may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.